Event description:
It was reported that bd intima-ii 24gax0.75in prn slm npvc leaked. This product is leaking blood from the end during use; affected quantity 1 unit, sample not returnable, photos available; green claim required, complaint response letter required, complaint receipt letter not required.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information provided.

Manufacturer narrative:
The customer returned 1 photo, no defective sample. The photo shows blood oozing from the end of the septum. DHR/bhr review lot#4052015. This batch of products were assembled at intima ii auto line 2 in april 2024, and packaged at r240 package line in april 2024. Work order quantity was (B)(4) ea. Review the in-process test reports and outgoing test reports, and all test results met the product specifications. Review the production records with no nonconformance, deviation or rework activities. In response to the leakage at the septum, the plant has launched an in depth investigation the 800mm simulated clinical leakage test was conducted on the retained samples from this batch. It was found that a few samples leaked at the end of the septum after the needle tip was inserted into the test device, and the leakage stopped after the needle core was pulled out. Conclusion(s): the returned photo shows blood oozing from the end of the septum. In response to this defect, the plant has launched an in depth investigation to trace and investigate its root cause.